Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a lost sensor alert and a sensor error. Customer did an infusion set change today and 2 hours later, his blood glucose level was going high. Customer stated that he watched the insulin pump but the insulin was not coming. Customer reported no alerts. Customer's current blood glucose was 242 mg/dl. Customer stated that he delivered a dosage of 2 units but saw no insulin. Customer stated that he was sitting in a meeting prior to the event. Customer has had the pump for 3 weeks. Customer stated that the piston is drawing back. Customer declined to troubleshoot for the sensor. Customer stated that the insulin was not coming out.